Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. It was also noted that the patient was dependent. The lead was explanted and replaced. The patient was in stable condition.